Event description:
Device malfunction: difficult to remove, suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after parking the foot the device was difficult to remove requiring applied force and the suture broke at an unspecified device location. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.